Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned and investigated. The reported dc shaft rotation and difficulty removing gripper line were not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported dc shaft rotation during dc handle advancement, resulting in difficult positioning, and difficult gripper line removal could not be determined. It is possible that the cds device experienced additional stress on the system while in the anatomy, resulting in tension on the dc shaft and causing it to rotate when the handle was translated; however, this cannot be confirmed. Additionally, curvature on the device as a result of natural patient anatomy may have contributed to constrictive forces/increased friction between the gripper line and gripper lumen coils. The aggregations of forces may have resulted in the difficulty removing the gripper line; however, this cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed for the difficulty positioning the device and the difficulty removing the gripper line, which have the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was successfully deployed. After the second clip delivery system (cds) was advanced to the left atrium (la), the clip was advanced with the cds handle, but the clip arms were rotating 90 degrees. All the curves were removed and the handle was translated again, but the clip arms were rotating. The system was continued to be torqued and translated, while extending the guide and although the clip arms had rotated, it was in the correct position. The clip was then deployed with good leaflet insertion. After establishing gripper line removability, the gripper line was attempted to be removed, but a lot of resistance was felt. The gripper line was removed very slowly with each heartbeat and removed successfully. Two clips were implanted reducing the mr to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.